Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: USA. It was reported by the healthcare professional to the company sales representative "the glue is crystallized rendering the product unusable." No patient injury. No delay in surgery.

Manufacturer narrative:
There is a previous complaint of this code batch for the same issue that was closed as confirmed. We manufactured and distributed in the market 4,000 units of this product. There are no units in stock in b. Braun surgical's warehouse. We have received an open pouch with an unopened ampoule with leakage signs. The ampoule has been optically evaluated and a crack at the base of the neck of the ampoule that corresponds to the injection point as can be seen in the enclosed picture. A review of the batch manufacturing records show a deviation was found (elevated temperature in the peel seam welding, was considered uncritical because at the time of this deviation no goods were manufactured).taking into account that the results of the sample received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of failure in the sample received. Based on the conclusion derived from investigation, it is not required to make actions in distributed product. A CAPA was initiated in order to determine the root cause of this defect and actions.